Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2016) is considered to be the best estimate. Updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on(B)(6)2016. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2016 ¿ patient was diagnosed with incarcerated umbilical hernia and supraumbilical ventral hernia with bowel adhesions thereby underwent open repair with implant of ventrio st mesh. Per operative notes. ¿ at the level of the rectus fascia, two hernias were encountered. One at the umbilicus and another at the supraumbilical ventral area, both hernia sacs were excised . In the umbilical hernia, the omentum stuck in it and inflamed was noted and reduced. Omentum was suture ligated and pushed back to the peritoneal cavity. The ventral hernia sac with multiple loops of bowel stuck in the sac causing small bowel obstruction was reduced. The adhesions were released and bowel pushed back into the abdominal cavity. The hernia in the supraumbilical ventral area and umbilical hernia was converted into one large defect and ventrio st mesh (device 1) was placed and secured with sutures. The fascia was closed approximated with sutures and staples.¿ (B)(6)2021 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿ in the lower midline, large amount of omentum incarcerated within multiple swiss cheese type defects around the prior mesh was noted. The hernia contents were reduced and prior mesh that was well incorporated was noted. The superior aspect of the mesh was well adherent to the omentum and released. The prior old mesh was released and closed with sutures. Multiple swiss cheese defects were reduced and defect was closed with sutures. The prior portion of the mesh was used for closure and a synthetic mesh was placed over the swiss cheese defects on the left of midline as an overlap and closed with sutures

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.